Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of set screw anomaly could be confirmed in the laboratory. Excessive medical adhesive added during manufacturing was found inside the atrial hex inset. The medical adhesive could be the result of the set screw not tightening.

Event description:
It was reported that the screw in the connector atrium could not be fixed. The device was replaced.